Manufacturer narrative:
H.6. Investigation: one sample and two photo samples were provided to our quality team for investigation. Visual inspection of the photos and sample revealed damage on the barrel. A device history review was performed for reported lot 1902256, finding one annotation related to the alleged defect. During the assembly process, a malfunction was detected in the barrel feeding station that resulted in damage to the barrel. The mechanical team repaired the failure and impacted units were scrapped. It was determined the issue reported is related to this malfunction.

Event description:
It was reported that the upper body of the bd plastipak¿ concentric luer lock syringe was found deformed before use. The following information was provided by the initial reporter, translated from french to english: "upper body of the syringe is deformed (lot 1902256 expiry 01/2024)."

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. (B)(6). A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the upper body of the bd plastipak¿ concentric luer lock syringe was found deformed before use. The following information was provided by the initial reporter, translated from (B)(6) to english: "upper body of the syringe is deformed (lot 1902256 expiry 01/2024)."